Manufacturer narrative:
Repairs have not been completed.

Event description:
The accounts engineer stated that the reverse trendelenburg function is not working on the bed. When the bed is in the down position and he presses the reverse trendelenburg switch, the bed will rise all the way up and stop.